Event description:
Two separate novasure handpieces did not function correctly during case despite troubleshooting efforts of the staff, physician, and novasure technical support via phone (1-800-442-9892.) Perforation of uterus suspected by physician upon hysteroscopy following ablation attempts.